Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records cannot be performed, due to the lot number not being provided. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: correction of facility h6: correction- removed device code 2017.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that suture placement in the right common femoral vein was successful with a single proglide device using the pre-close technique via a 7f sheath prior to a mitraclip interventional procedure. The mitraclip procedure was successfully completed using the 24f steerable guide catheter. Reportedly, at the end of the procedure, the proglide seemed to have achieved hemostasis, however arterial bleeding started. The patient was treated with "cross-over injection". There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.